Event description:
It was reported that the device was replaced due to premature battery depletion. The battery discharged before the estimated time. The patient was in good condition after replacement; the patient recovered. No further complications were reported.